Event description:
It was reported that the dr perforated the aorta and the aorta was dissected. The dr placed a wallgraft stent in attempt to correct the situation. The dr used an atlas balloon to tamponade the stent. During the initial inflation of the balloon at 12 atm, the balloon tore longitudinally. The pt expired.